Manufacturer narrative:
(B)(4). Physio-control has evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing. The defibrillation electrodes used during the reported event were disposed of by the customer and were not available for evaluation. A spare set of unused electrodes with the device were reported to be the same lot code and expiration date as the electrodes used during the reported event. The spare electrodes had an expiration date of november, 28th 2012. The defibrillation electrodes used during the reported event had been expired for approximately 13 months. A conclusive cause of the reported issue could not be determined. It has been determined that the likely cause of the reported issue was due to the use of expired electrodes.

Manufacturer narrative:
The initial medwatch report indicates: product problem. The initial medwatch report should indicate: adverse event. The initial medwatch report should indicate: death - (B)(6) 2014. The initial medwatch report indicates: malfunction. The initial medwatch report should indicate: death.

Event description:
It was reported that the customer's device did not detect the connection to the patient through the defibrillation therapy electrodes. While shoveling snow during a storm, the patient was reported to have gone into cardiac arrest. This was a witnessed arrest and CPR was started promptly. Once the customer arrived on scene, CPR was in progress for approximately 10-15 minutes. The customer attached their defibrillation electrodes and the device never recognized the patient. The customer did shave the patients hair from the chest and made sure the skin was dry. The customer attempted to reconnect the electrodes several times with no change. The local ems department arrived approximately 6 minutes later and connected their defibrillator/monitor with a new set of defibrillation electrodes. The patient was in a ventricular fibrillation rhythm and was subsequently shocked approximately 5 times. The patient eventually deteriorated into a pea rhythm, and then an asystole rhythm. The patient did not survive.